Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating that the patient was experiencing ineffective therapy. Surgical intervention took place where the system was explanted to address the issue. Therefore, there is no indication that the ipg caused or contributed to the issue as system was explanted due to ineffective therapy which is attributed to the leads. As a result, decision is not reportable at this time

Event description:
It was reported that the patient was scheduled for explant surgery. It is unknown the reason for surgery.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.